Event description:
It was reported by service report that the pt left calf support would not stay secured to the heel pad due to calf support screw was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Calf support.